Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. Engineering observed that the jaws were slightly toed out, which confirmed the complainant¿s experience of a loose clip. However, the event unit met current specifications and the complainant¿s experience of a scissored clip could not be replicated or confirmed. Based on the condition of the returned unit, the jaws were slightly toed out, which could cause a clip to be loose. This could lead to a scissored clip if it is not seated properly within the jaws. However, as the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. Event description: the clip scissored off the stucture. Dr could easily remove the clip off the stucture. Doctor inserted the clip applier through an 11mm trocar, not loaded, and only loads once inside and only then put over the structure he wants to clip. Once preloaded, the clip is loose- you can see how it moves in the jaw. Patient status: patient fine.

Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of evaluation.

Event description:
Procedure performed: lap chole. Event description: the clip scissored off the structure. Dr could easily remove the clip off the structure. Doctor inserted the clip applier through an 11mm trocar, not loaded, and only loads once inside and only then put over the structure he wants to clip. Once preloaded, the clip is loose- you can see how it moves in the jaw. Patient status: patient fine.